Event description:
The pt's knee is loose in extension. Revision surgery is planned to implant thicker poly inserts.

Manufacturer narrative:
The pt's knee is loose with extension. Revision surgery is planned to implant thicker poly inserts. Review of the device history record indicates that the device was manufactured to specification.